Event description:
Placed 3/10/98. On 3/30/98 they had difficulty infusing. The port was removed & they found that the septum was dislodged.

Manufacturer narrative:
Implicated product and product received for eval is low profile arterial port. Complaint sample is received with septum partially dislodged and short length of open-ended tubing secured with cath-lock over port stem. Viewing port from above with stem directed toward examiner, septum is partially dislodge between 11 o'clock and 1 o'clock positions. Numerous needle puncture sites are visible at septum's center and two short perpendicular slits are noted at 12 o'clock position. 0.3 inch long tubing segment is threaded over port stem and secured in place with engaged cath-lock. Lot history review is not possible as no lot number has been provided. Documents contained within complaint file indicate that approximately three weeks post implant, user experienced difficulty infusion medication. Subsequently, urokinase was injected to clear any thrombosis. Complaint incident occurred during this injection. Following complaint incident, subcutaneous port pocket was opened and port was replaced; original catheter was severed from port and reattached to replacement port. Under 5x magnification, needle puncture sites are noted to be gaping and exaggerated as result of distortion caused by partially dislodged septum. Perpendicular slits found at 12 o'clock position are situated inadvertent to each other and are noted to be superficial only. These slits may have resulted from inadvertent contact with scalpel during explantation. Scratches in port housing may have been caused by access needles and imply access technique difficulty. Cath-lock is fully engaged over port stem and is undamaged. Distal tip of catheter tubing extends <0.1 inch beyond cath-lock's distal tip and small blood clot is noted to protrude slightly from catheter's orifice. Patency testing is performed using 20 ga. Non-coring needle fitted to water-filled 10cc syringe. Neither flushing or aspiration could be achieved while sealing septum with finger pressure. Septum is removed from port housing using only finger manipulation. Blood residue lines border between reservoir floor and walls. Magnified examination of port and septum shows no defect or damage that would adversely affect integrity of assembled port. Cath-lock and catheter tubing are easily removed from port stem. Using 3.0 fr. PICC connector to access tubing, flushing is attempted but is unsuccessful. Patency testing of port by accessing distal tip of port stem with PICC connector and stem's orifice inside port reservoir with non-coring needle is also unsuccessful. These tests determine occlusion such as blood clot is located within both catheter tubing and port stem. Complaint of dislodged septum is confirmed, user-related. Septums remain securely seated within port when pressurized in excess of 150 psi. Usual cause of septal dislodgement is exceeding this pressure during fluid administration.